Event description:
It was reported that the patient was no longer able to hear with her device. No accident or traumatic event has been reported. Testing confirmed that the device has malfunctioned. The patient was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.